Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip original (zinc free formula).

Event description:
She is swallowing an unusually large amount of the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 4n6w, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2017, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), wrong technique in device usage process, device used for unapproved schedule and product complaint. Super poligrip original (zinc free formula) was continued with no change. On an unknown date, the outcome of the accidental device ingestion, wrong technique in device usage process, device used for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip original (zinc free formula). Additional details, adverse event information was reported by consumer on 15 june 2017. Consumer reported that she had to apply it about 4 times a day. She stated when she applied it, she had to do so in a horseshoe shape on her dentures, for them to adhere for two hours at a time. She stated because of how she had to apply the super poligrip original 2.4 oz she felt she was swallowing an unusually large amount of the product. She had been using super poligrip (unspecified) since she first got her dentures. She started it about 5 weeks ago, and she still used it. Event started on a month ago, around 5 weeks.